Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement, active current measurement and self test. No unexpected low battery alerts noted during testing. Multiple pump error (power error detected) alarms were present in the format history file and pump error was triggered when the backup battery unloaded voltage (unloaded v lith) was less than 3.70 v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that low battery alert greater than 1 week. The customer's blood glucose was unknown. The product was returned for analysis.